Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional failed to seat during knee arthroplasty procedure. The surgeon used a mallet to seat the provisional and the device broke upon impact.

Manufacturer narrative:
Persona tibial articular surface provisional (ps tasp) was returned for investigation. The tasp device condition was observed during visual exam as being received fractured in two pieces. All pieces were returned for exam. This device is used for treatment. A complaint history review was performed for this part and lot combination; no additional complaints were returned. It was noted in follow up that the tasp was struck with a mallet. Recalls are associated with this tasp device and notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. This root cause can be said to be a previously addressed design issue.

Manufacturer narrative:
Reported complaint was confirmed. Visual inspection of the returned instrument confirmed the fracture and suggested excessive wear as well as scratches which indicate use. Review of the device history records found no evidence of nonconformity. Previous investigation of the reported issue determined the root cause of the event is a design issue that has been the subject of corrective action. The fractured tasp component in this complaint was manufactured before the corrective action. No further action is required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.